Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with a detached groshong catheter segment and detached cath-lock were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break and the identified detachment, deformation due to compressive stress, wear and material separation issue, as a circumferential breaks were noted on either end of the returned catheter segment. The edge of the distal end of the catheter segment was rounded and the surface was smooth and jagged. The edge of the proximal end of the catheter segment was sharp and striations were noted to the surface. A circumferential split and compound split were also noted to the catheter segment. Scoring was noted on the cath-lock and the distal end of the cathlock appeared elliptical in shape. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years post port implantation, the catheter allegedly broke near the port stem. Therefore the port was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years post port implantation, the catheter allegedly broke near the port stem. There was no reported patient injury.